Event description:
Prior to the event, the patient had undergone coronary artery dilatation. Ventilator pressure alarms had been set and were triggered by the event. The patient was eventually discharged from the hospital, with no permanent sequelae from the event.

Manufacturer narrative:
The returned unused device of the same lot as the device used during the event was evaluated in the firm's laboratories. Flow resistance and hydrophobicity of the used filter was within specification and comparable to a device of a different lot retrieved from inventory. No deviations from standard manufacturing and release procedures were found in the device history record. No similar reports have been received for this lot number of product model or family in the past year. The device was used in clinical circumstances for which the device is subject to a stated "precaution" in the device's unit labeling: "copious secretions: if a patient produces exudates or blood which enter the filter, then the filter must be removed." In addition, it was unclear whether the user had adhered to the labeling which states: "nebulization parameters and drug regimens can be variable. During liquid drug nebulization, vigilance must be maintained to detect a possible increase in device resistance exhibited as increased airway pressure or the inability to deliver / exhale a full tidal volume. Although rare, the user should be prepared to immediately replace the device." Although the user eventually did remove and replace the involved device, it is unclear as to whether the device was removed in a timely manner. Repeated attempts to obtain additional information to clarify these and other, issues and to more completely populate the 3500a form were partially but not completely responded to. In summary the apparent root cause of this event is inadequate adherence to the device's instruction for use. Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported through the manufacturer's distributor, (B)(4) that an intubated patient being mechanically ventilated was producing substantial secretions, and was subjected to saline instillation and sectioning for at least approximately 2 hours prior to the event. The filter became obstructed/blocked with secretions, resulting in respiratory distress. A cardiac arrest occurred subsequently. Nurses removed the filter, implemented cardioversion and resuscitated the patient. The previous level of respiratory support then was continued. No report of related adverse sequelae was reported.

Manufacturer narrative:
Involved device will not be returned by user. User has returned an unused device of the same lot number and another lot number. The returned devices will be evaluated and findings will be published, target for completion 02/25/2013. It is to be noted that the device's unit label instructions for use include the following: "precautions: copious secretions: if a patient produces exudates or blood which enter the filter, then the filter must be removed." Involved device will not be returned.